Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys probnp g2 stat (probnp ii stat) assay on a cobas 6000 e601 module. Initial result: 36 pg/ml (accompanied by a data flag). The nurse questioned the initial result as it did not match the patient's history and the sample was then repeated. Repeat result: 3895 pg/ml. The repeat result was deemed correct.

Manufacturer narrative:
The probnp ii stat reagent lot number was 77845001 with an expiration date of 30-jun-2025. The calibration was last performed on (B)(6) 2025and it was acceptable. The customer verbally mentioned that the qc prior to the sample measurement was acceptable. The alarm trace showed abnormal sample aspiration and sample short alarms. These are indicators of possible poor sample quality. The field service engineer found that a droplet was forming on the sipper diluting sample. He replaced the pinch valves and checked the gear pump and water pressures. Precision studies were performed and they were within specifications. The engineer found that the cause of the event was due to a droplet forming on the sipper diluting sample (component failure). The service actions performed by the engineer resolved the issue. No further issues were reported afterward.